Manufacturer narrative:
During the eval of the device at the MFR's service center, the customer's complaint was confirmed. The ventilator's sensor board was replaced to address the issue.

Event description:
The MFR received information alleging a ventilator was alarming. There was no harm or injury reported.